Event description:
Additional information was received from a manufacturer representative (rep). In response to a clarification for the revision, the rep reported that it takes a long time to charge, because the charging device wasn't staying connected to the battery. The patient had a revision with their first interstim as well, the patient's tissue was looser and the battery seeded at an angle inside the patient. The revision was the morning of (B)(6) 2021, the doctor made a new pocket that was much smaller and shallower than the original pocket. The original implanter had made a bigger and deeper pocket that couldn't have contributed to connection issue or could have been the patient's tissue and how they heal. The product was not replaced, but the pocket was revised.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient called the rep last night with difficulty in recharging the neurostimulator. Patient was getting 4100, and 1707 errors. Technical services (ts) recommend resetting handset and recharger. If that doesn't work then try resetting the neurostimulator, ts reviewed reset sequence. The rep was not with the patient. No symptoms were reported. 2021-may-14 additional information was received from the rep, patient and the hcp (healthcare professional): the rep was with patient for troubleshooting. Ts (tech services) had rep reboot handset and reset recharger. They then attempted charging session, but app showed recharger as "not found" and then 3167 code. Caller pressed ok and then was able to see normal recharging session with ins at 10% and excellent connection. Patient mentioned that it had been taking them an hour to charge from empty to full. Ts reviewed that charge time and previous error codes were likely due to recharger position and to educate patient how recharger is currently positioned in the office. Caller verified recharge speed was set to 2 (faster/warmer) and that patient's therapy was off. Ts reviewed that ins likely turned off due to depletion and to continue charging ins (it may take longer initially to see incrementing charge level) and then once at around 30%, they could turn ins back on. Ts reviewed to completely stop recharging and exit recharger app before attempting to use mytherapy app. On may 19th the rep stated the cause of the difficulty maintaining connection to recharge was determined to be recharger issues. The recharger was reset with help from tech services and the patient was able to successfully recharge the implant. The implant is on the left side, about 1 inch deep, the doctor could feel one edge more than the other edges. A revision is scheduled.